Manufacturer narrative:
Evaluation summary: the processor causes an abnormality in the image. Although, the cause could not be determined, from the information obtained. The possible cause was a failure of the processor board. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states stating "poor image quality" involving pentax medical video processor model epk-i7010, serial number (B)(4). The customer stated when gets to probation the image turns bad/vertical lines/and green in color. There was no report of death, serious injury or other significant/important medical event. The customer owned processor has not been returned for evaluation as of 03-sep-2021. Model epk-i7010, serial number (B)(4) has not been previously serviced at a pentax facility since the device was put into service 05-may-2021. The investigation is in-process.